Event description:
It was reported that the patient had a change in therapy effect. The patient was doing okay with the pump therapy following implant until last sunday, when the back of his legs started becoming stiff; he started to have pain so bad he could hardly walk; the pain was the "worst it's ever been." The patient was wondering if there was damage to a nerve starting in his buttock, groin, back of legs and calves. His muscles felt tight, and were cramping. The patient saw his healthcare provider (hcp) on ¿wednesday¿ and the dose was increased 25%, but there had been no change in his pain. The patient went to the emergency room (ER), and was in the hospital thursday to sunday due to his pain, and the patient¿s hcp never saw the patient. The patient was told to ice the area, but it was not helping. A computed tomography (CT) was done last week and no abnormalities were noted. Magnetic resonance imaging (MRI) was ordered but the patient could not have one due to their stimulator implant. Additionally, it was reported that the event was ¿surgery related.¿ the pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).